Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. Moreover, the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received information the monitoring printed circuit board (pcb), ac/dc converter pcb, lithuim battery and o2 cell were defective and replaced. Further, it was noted that the filter with holder and expiratory cassette was missing and replaced from another ventilator which solved the issue. The monitoring pcb handles all supervision and alarms in the system. It activates pressure reducing mechanisms, including activation of the safety valve, in case of excessive breathing system pressure. The ac/dc converter converts the connected ac power to the internal dc supply voltage +12 v_unreg. A memory backup battery on monitoring pbc power supplies the internal memory on the pc board. The o2 concentration is measured by an o2 cell. The expiratory cassette main function is to measure the expiratory gas flow using the flow meter inside the expiratory cassette. Liquid/corrosion on pcbs can cause short circuit which might affect the ventilator¿s characteristics and performance. The replaced parts has not been returned. According to the received information, most probable root cause to the contamination/corrosion is ingress of liquid/ improper humidity. Circumstances about the source of the liquid are unknown. The UDI information is not available since the device was manufactured before 2015. A correction of field # d1 brand name, # d4 version or model # were required. D1 ¿ brand name ¿ previous brand name: servo-s. Corrected brand name: servo-s base unitd4 ¿ version or model # - previous version or model #: servo-s. Corrected version or model #: 6640440

Event description:
Manufacturer ref#: (B)(4).